Event description:
Pt underwent an ascending thoracic aorta replacement procedure in 2005 for repair of an acute aortic dissection. Bleeding was observed on the graft surface and at suture and suture holes. It was reported that the pt died after surgery. The exact cause of the death is unclear. Note that it was also reported that two grafts were used for this procedure. However, it is unclear whether these two grafts were sewed together and whether bleeding was actually observed at the graft-to-graft anastomosis. It should be also noted that the second graft (an intergard knitted graft) is, as stated in the product instructions for use, contra-indicated for repair of the thoracic aorta.